Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On 6/23/2026, the patient reported that at 3:00 am, the cgm showed a reading of 40 mg/dl. No home blood glucometer check was performed, and no symptoms or treatment were reported. The patient went to the emergency room (ER), where the physician performed a fsbg test. The patient declined to provide further details about the event. The patient was okay at the time of the call. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.